Manufacturer narrative:
(B)(4). Although expected, the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, while cleaning the duodenscope post procedure, it was discovered that the biopsy cap foam got lodged in the channel of the duodenscope. It was reported that water soluble lubricant was not applied to the top of the biopsy cap prior to use. The detached piece was successfully removed from the duodenscope using a cleaning brush. There was no serious injury nor adverse patient effects reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Device problem code 2907 captures the reportable event of sponge detached. An rx biopsy cap sponge was received for analysis. The cap was not returned. Visual examination of the complaint device found the foam (sponge) had been separated from the rx biopsy cap. No other issues were noted. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the directions for use (dfu) / product label. The dfu states: "to insert devices through the biopsy cap, apply water soluble lubricant to top of cap, align the device with the scope inlet and insert slowly in a straight manner. If not properly done, this may cause more friction on the system and may damage the rubber seal or the scope's working channel." In this case, the complainant reported that a water soluble lubricant was not applied to the top of the biopsy cap. Because this step was not followed during the procedure, it is highly possible that this caused friction/resistance during the use of the device, causing the sponge of the rx biopsy cap to detach. Therefore, the most probable cause of the reported event is "unintended use error caused or contributed to event." A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database confirmed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, while cleaning the duodenscope post procedure, it was discovered that the biopsy cap foam got lodged in the channel of the duodenscope. It was reported that water soluble lubricant was not applied to the top of the biopsy cap prior to use. The detached piece was successfully removed from the duodenscope using a cleaning brush. There was no serious injury nor adverse patient effects reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.